Event description:
Child opened a "child-proof" prescription bottle, eating and ingesting moderate quantity of a controlled, stimulant type medication resulting in an emergency room visit and 2 day stay in the hosp. Including the pediatric intesive care unit. Note: sibling also able to open (empty) bottle with very little effort.